Event description:
Der was received. Der indicates revision due to pain. Osteolysis was also discovered. Part and lot information has been provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the pain and discomfort.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the product contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - medical records received. Operative notes indicate that the patient suffers from metallosis and necrosis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.